Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) because they thought their cardiac resynchronization therapy defibrillator (crt-d) may have delivered therapy. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. No therapies had been delivered but it was discovered that the right ventricular (rv) lead had triggered an alert for out-of-range/high rv defibrillation coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.